Manufacturer narrative:
Exemption number e2015058. (B)(4). The device was previously returned and investigated, under (B)(4), on the 6th may 2014. The reported fault at that time was "device switching on automatically.' The investigation concluded the fault was due to a membrane failure. The membrane was replaced, and the device was upgraded and retested to production pad final system test (B)(4). A visual inspection of the returned device revealed that the sternum patient pogo pin was stuck inside the device. The returned sam 300p last passed "out qat" from heartsine technologies on the 18th august 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to and including the (B)(6) 2017. The device was manually power cycled on one occasion on the (B)(6) 2017 for less than one minute duration. No further log entries were recorded. A test pad-pak was inserted into the device and device successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. Given the damage to the sternum patient pogo pin, it was replaced in order to carry out further testing. The device was disassembled to investigate. Further investigation found the report fault for the device can be attributed to a damaged pogo pin. On receipt of the device, the sternum patient pogo pin appeared to be bent and stuck inside the device. This may have occurred during an attempted pad-pak installation, which resulted in damage to the pogo pin and it becoming stuck within the device. Alternatively, it may have occurred during shipment of the device to heartsine to investigate the reported complaint of device switching on automatically. The investigation was unable to replicate, or find any evidence of, the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten-minute manual power ups. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. Alternatively, the device may have been returned due to the damaged pogo pin. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.